Event description:
It was reported to boston scientific corporation that an rx pre-curved ercp cannula was used during a procedure to remove stones from the common bile duct. According to the complainant, during the procedure, a jagwire guidewire was inserted through the cannula. However, the physician was unable to separate and remove the cannula from the guidewire. The procedure was completed using this device along with the same guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good." Based on the investigation results, which indicate that the guidewire channel of the catheter was split/torn, this event is now considered reportable.

Manufacturer narrative:
(B)(4): a visual examination of the returned device found that the working length was kinked and the rx guidewire channel was split/torn. During a functional evaluation, a 0.035" guidewire could not be loaded into the device through the proximal hub due to a considerable amount of contrast residue. When the guidewire was inserted into the distal end of the device, resistance was met as residue was present within the working length of the device. Therefore, the device could not be evaluated for guidewire functionality. Due to the condition of the returned device, with considerable residue present, the complaint was unable to be confirmed with respect to guidewire functionality. Therefore, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed and confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.